Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022 a 25mm amplatzer patent foramen ovale (pfo) occluder was selected for implantation using an abbott delivery system. The first side of the device deployed correctly in the patient, but the second side deformed into a balloon shape. Multiple attempts were made to capture and redeploy the device, none were successful. The device was replaced with another 25mm amplatzer pfo occluder. It was reported that the patient was stable, with no adverse effects. There was no interaction with cardiac structures. No kink or angulation was reported on the delivery system.

Manufacturer narrative:
An event of device deformity was reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications.